Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes had issues with hub separation. The following information was provided by the initial reporter, translated from japanese: according to the customer's report, when removing the orange shield, the needle with the shied was separated from the barrel. This issue occurred in two products.

Manufacturer narrative:
D10: returned to manufacturer on: na. H6: investigation summary customer returned images of two 0.3ml syringes. No other identification is available. The needle hub and shield has separated entirely from one syringe. There is no visible damage to the connector. The other syringe has its needle hub and shield raised up on the connector, but hasn¿t detached. Due to the batch being unknown, no DHR review can be completed. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes had issues with hub separation. The following information was provided by the initial reporter, translated from japanese: according to the customer's report, when removing the orange shield, the needle with the shied was separated from the barrel. This issue occurred in two products.